Event description:
In 2007, vent spontaneously shut down, loss of pip alarm, connections checked and vent restarted. Two to five mins later, the same event occurred. Connections were checked again and vent restarted, loud pressure flow was heard and whoosh sound from around pt's et tube. Thick yellow secretions suctioned. Pt desaturated. Nurse noted diminished lung sounds on left side. Physician reported he thought the vent stopped subsequent to the pt developing a pneumothorax, possibly secondary to a mucus plug. Pt received chest tube and recovered without permanent harm. Equipment passed testing by respiratory therapy (rt) and biomed at that time. After several possibilities were considered, none of which involved malfunctioning equipment, the vent and pt box were sent back to bunnell. Received written notification from rt dated 02/04/08, that bunnell had issued an advisory giving a set of instructions to follow in the event described above. In order to prevent injury, the whisper pt box should have been exchanged prior to turning the vent back on. User error occurred as this was not done on original date. Bunnell advised that the cause of the reported symptoms was that the pt box stopped cycling. In light of this info from bunnell, the decision was made to submit this report.